Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed for the event.customer reported a blank display. Customer reported that battery compartment and/or springs are damaged and/or corroded. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. Unit powered on after battery installation and a new battery cap in place. No blank display noted. Multiple attempts were made for the keypad to respond and only the down arrow button was responsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. Unable to download using thus software due to keypad anomaly. Unable to confirm 61=stuck key alarms due to unresponsive buttons. Unable to perform self test due to unresponsive buttons. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroding electronic assemblies including keypad flex connector, possibly causing an electrical short including no button response. Corroded jp1 gold flex connector noted. Unit was also received with battery tube threads - cracked, cracked case (battery tube), serial number label missing, cracked case on battery side and scratched case. In conclusion, customer allegation was not confirmed when unit powered on properly. Unit was received with unresponsive buttons due to corroded electronic assemblies, including keypad flex connector. Unit was not received with original battery cap, therefore unable to confirm battery cap contact missing/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.